Event description:
Device 1 of 2 (refer to MFR's report number 1627487-2010-00165 for device 1). It was reported that during a programming visit, the pt's lead had very high impedances and the stimulation could not be turned on. The physician obtained x-rays and did not see any obvious issues with the sys. The lead and extension were replaced.

Manufacturer narrative:
Device eval 1 of 2 (refer to MFR's report numbers 1627487-2010-00165 for device 2). The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs, and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.